Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call low blood glucose levels. Customer¿s blood glucose level was 33 mg/dl. Customer treated their low blood glucose levels via food and drink. Customer¿s current blood glucose level was 342 mg/dl. Troubleshooting for low blood glucose was performed. Customer was advised the motor may have shifted and to always remember to complete the rewind reservoir process before connecting back to the infusion set. The insulin pump will not be returned for analysis.